Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose / protruded drive support disk.

Event description:
The customer stated that the insulin pump was alarming and squirting insulin during the manual prime. Troubleshooting was performed, and the customer stated that the drive support cap was protruding. Advised the customer that the insulin pump would be replaced. Nothing further was reported.